Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2021. There are plans to re-implant the patient in (B)(6) 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 16, 2022.